Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a power source alert after plugging the pump into a power source. Customer's blood glucose level was 138 mg/dl. Reportedly, the customer was able to successfully charge the pump after leaving it plugged into a power source.